Event description:
Complainant alleges that a saphlite light panel that mounts to underside of saphlite retractor melted during three separate saphenous vein harvesting procedures. These (3) light panels turned black and melted at the curved portion where the light panel mounts into the acmi connector. Or nurse reported that a temperature increase was not observed during use of the device nor was the retractor/light panel placed in direct contact with a secondary surface. Melted light panel was replaced and procedure continued without incident. Complainant reported that hospital had previously performed approximately 70 cases with genzyne devices without incident.